Manufacturer narrative:
Based on the current information provided, the cause of the customer reported failure mode cannot be determined. Intuitive surgical, inc. (Isi) has not received the sureform stapler instrument involved with this event for failure analysis evaluation. As per the surgeon, the tissue that was being stapled was very thick as the patient had undergone radiotherapy prior to surgery. The field service engineer (fse) could not reproduce the customer reported complaint. Friction test was performed on the universal surgical manipulators (usm), carriage, and insertion. The system was tested and verified as ready for use. A follow-up MDR will be submitted if additional information is obtained. A system log review was performed for this procedure and there were no relevant errors observed during this procedure. An advanced instrument log review was performed for this procedure by an isi advanced failure analysis engineer (afa). Per afa, logs show that the sureform stapler instrument was installed on the system 3x and did not fire any reloads. A green reload was loaded for each install. On install 1, there was 1 aborted clamp at ~49% completion, and 12 incomplete clamp attempts, ranging from ~58% to ~72% completion. No firing was attempted on this install, and all unclamps were successfully completed per the logs. On install 2, no clamping or firing was attempted. On install 3, there was 1 aborted clamp, among 23 incomplete clamp attempts. The aborted clamp was stopped by the user at ~59% completion, while the incomplete clamps ranged from~54% to ~73% completion. No firing was attempted on this install, and all unclamps were successfully completed. Overall, the user made 37 clamp attempts across 2 installs that were not completed. The instrument was removed and not used again in the procedure. This complaint is being reported due to the following conclusion: during a da vinci-assisted low anterior resection (lar) procedure, the sureform 45 stapler instrument would not complete a clamp. The issue occurred when the surgeon was attempting to staple the rectum with a green reload. The surgeon made the clinical decision to convert to mini-laparotomy with a sub-umbilical median incision. The cause of the operative complication is unknown.

Event description:
It was reported that during a da vinci-assisted low anterior resection (lar) procedure, the sureform 45 stapler would not complete a clamp. The issue occurred when the surgeon was attempting to staple the rectum with a green reload. The reload was installed without difficulty. The stapler did not encounter any obstructions, such as clips or staples in the line of the stapler. The system did not display any error messages. The procedure was being performed due to a preoperative diagnosis of adenocarcinoma of the middle rectum for which the patient had received 21 sessions of radiotherapy. The surgeon believes the tissue was very thick because of this previous treatment. The rectal tissue was anatomically deep so it was determined that an endo gia stapler could not reach the area. The usage of a back-up sureform 45 stapler was not attempted. The surgeon made the clinical decision to convert to mini-laparotomy with a sub-umbilical median incision. The patient tolerated the conversion well with no reported pain postoperatively, being discharged to home on post-operative day (pod) 7.